Event description:
It was reported by the customer that the inserter for their device was not functioning. Customer stated the spring from the inserter had broken. Customer's blood glucose level was 485 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge